Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The emergency procedure was completed by cleaning the image disk data. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse inspected the log file which showed low disk space and image processing (ip)-pc errors. The fse solved the issue by replacing the ip-pc and hard disk. The returned part was analyzed and showed that the motherboard failed. After the replacements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.